Event description:
(B)(4). I experienced: an itchy rash on my face. I also experienced: weakness and pain in my joints. I have heavy vaginal discharge. I have extreme abdominal bloating and weight gain resistant to diet and exercise. I have constant lower abdomen pain. I experience constant constipation. I am tired even upon waking. I have lower back pain that does not remit with therapy and/or medication.